Event description:
It was reported that at 13:45 minutes, 102,255 joules, while using the surgical fiber during a prostate procedure, the hene beam (aiming beam) was observed to be both side-firing and forward firing, with tissue degradation noted primarily to the side but also some to the front of the fiber. The method used to complete the procedure was not reported. There was no patient injury reported.